Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to corroded keypad traces. No unexpected low reservoir alarm noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The father states the esc and act buttons are unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.